Event description:
It was reported that during a CT guided biopsy procedure, the device allegedly failed to obtain samples. It was further reported that the device allegedly got hung up on the patients tissue. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to obtain sample and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024.